Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that just after an intraocular lens (iol) implantation procedure, the lens was found clouded. The sample was not available as it still remains in the patient's eye. Additional information was requested and received stating that the iol clouding was disappeared the day after the surgery and visual acuity was good.

Manufacturer narrative:
On initial MDR the product code of a0409 was an error. It should have been a0407 on the original MDR. The product was not returned for analysis. Only photos were returned. The reporting facility did not provide a lot number or any identification of the product. Returned photo shows implanted iol. There appears to be "polychromatic sheen" effect visible on the implanted iol. The root cause is deemed to be manufacturing related. The cause of ¿sheen¿ or ¿film-like¿ appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to rapidly disappear following implantation and should no longer be visible, or very little remaining, by the one-day postoperative visit. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process which is only visible under certain orientations and illumination settings. This quickly resolves once the iol is delivered and exposed to intraocular temperature over time. There are no adverse impacts or lasting effects on the iol or the patient, and no adverse events or clinical impact on vision have been reported associated with this finding. The manufacturer internal reference number is:(B)(4).